Manufacturer narrative:
D10: concomitants: serial #: (B)(6) , category #: 188-01-02 - wedge plasma x/o sz 2, serial #: (B)(6) , category #: 170-32-93 - biolox delta femoral head 32mm od, -3.5mm, serial #: (B)(6),category #: 186-01-48 - integrip cc, cluster 48mm, g1, pending investigation.

Event description:
Per a report from the legal department a 63 y/o female patient had a hip replacement on (B)(6) 2019. Approximately 4 years and 1 month after the initial procedure the patient had a revised hip replacement on (B)(6) 2023 due to premature polyethylene failure. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H6. Investigation results - the most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this is not confirmed, the devices were not returned. These devices are used for treatments, not diagnosis. There is no other information available.